Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/8/2021. H.6. Investigation: a complaint of separation below the drip chamber was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The drip chamber had separated from the rest of the set. No solvent was present at the connection site of the chamber and the tubing. A device history record review for model 40000-07t lot number 20095694 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect and an investigation was performed. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, CAPA#3974230 has been initiated, and a team has been assembled in order to investigate the issue. A complaint history check was performed and this is the 5th related complaint reported with the defect/condition of separation other component with lot #20095694 regarding item #40000-07t.

Event description:
It was reported sec 20dp, texium & hanger v/nv had an issue with component separation. The following information was provided by the initial reporter: "tubing came apart below drip chamber."

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing came apart below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for the provided model and lot number was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. However, drip chamber separation has been identified for this batch number and actions have been taken. As a corrective action, to mitigate or eliminate the separation failure mode by lack of solvent, a project has been funded to update solvent applicators procedure to reflect optimal screw depth and preparation. As a preventative action, manufacturing cell operations procedure has been updated to mitigate the use of the fixture in an inconsistent manner by excess loading of activities. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported sec 20dp, texium & hanger v/nv had an issue with component separation. The following information was provided by the initial reporter: "tubing came apart below drip chamber."